Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small crack in the minicap. This was identified when disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a small crack on the edge of the cap was observed. The reported condition was verified. The cause of the crack was determined to be caused by excessive torque on the female luer port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.